Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer through a pump reset procedure, advising them to wait 20 minutes after the pump comes out of storage mode before starting a new sensor session. The pump was reset, and the customer continued to use the pump for insulin therapy.